Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "patient had a hemi-arthroplasty in 2009 noncemented femoral component. Patient submitted with thigh pain, stem was removed and showed no evidence ingrowth."